Event description:
It was reported that balloon rupture occurred. A 6.0mmx40mmx40cm sterling balloon catheter was advanced for dilatation. However, on the second inflation at 6 atmospheres for 10 seconds, the balloon ruptured. The procedure was completed with another of the same device. No patient complication were reported.